Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the drug leaked from a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned samples and photographs provided by your facility. Bd received two q-syte units attached (bonded) to a dual extension set along with a miscellaneous extension set. During the visual/microscopic examination unit #1 was found to have no physical/mechanical damaged on any of the components of the q-syte. Unit #2 damage in the form of tears was observed on the column wall. A water leak test was conducted where no leakage was observed with unit #1. Unit #2 did not leak when tested in the unactuated position. Leakage was however observed when the unit was tested in the actuated position. The source of the leakage was the tear of the column wall. The failure you experienced was confirmed through the investigation however bd was unable to identify a root cause. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: indeterminate-a definite source that caused damage to the column tear; which could have contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Event description:
It was reported that the drug leaked from a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the drug leaked from a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, serious injury or medical intervention.